Manufacturer narrative:
Investigation summary: no sample has been returned from the customer. The photos provided are not clear and it is difficult to identify if there is a leak, sticky or could not inflate as the customer is reported. The cuff issues were not confirmed.

Manufacturer narrative:
Item number is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was leaking. They noted bubbles in patient¿s mouth and significant changes in air cuff. It was noted on same morning cuff was at 0.2 cc, inflated to 1.25 cc and within a couple of hours was down to 0.5 cc. There was patient involvement, and no harm/adverse event was reported.